Manufacturer narrative:
A direct correlation between heartmate ii (hm ii) left ventricular assist system (lvas), and the report of gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient¿s driveline infection could not be determined. The account communicated that the patient was admitted on (B)(6) 2020 for a gi bleed and possible driveline infection after outside labs showed an elevated international normalized ratio (inr) and decreased hematocrit. It was also noted that the patient complained of weakness and driveline drainage. A colonoscopy revealed a polyp in the colon. The patient was treated with four units of packed red blood cells (prbcs) and the inr goal was reduced. A gram negative driveline infection also reported, with a plan of care to monitor the patient. The patient remains ongoing on pump. No related complaints have been reported at this time. The hm ii lvas instructions for use (IFU) lists bleeding and driveline infection as adverse events that may be associated with the use of the device. This IFU, as well as the hm ii lvas patient handbook, both provide information regarding how to prevent and control infection. Additionally, information regarding the recommended anticoagulation therapy and inr range can be found in the hmii lvas IFU, with considerations for when there is a risk of bleeding. The current heartmate ii (hm ii) left ventricular assist system (lvas) instructions for use (IFU), document 106020, rev. H, lists bleeding and driveline infection as adverse events that may be associated with the use of the hm ii lvas. The patient care and management section of this IFU provides information regarding how to prevent and control infection. Additionally, the anticoagulation sub-section provides information regarding the recommended anticoagulation therapy and inr range. This sub-section also provides considerations for when there is a risk of bleeding. The current hm ii lvas patient handbook, document 106022, rev. G, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for gastrointestinal bleed and possible drive line infection after outside labs showed inr over 4 and hematocrit (hct) was 17%. Patient had complaints of weakness and drive line drainage. Colonoscopy revealed polyp in colon. Patient was transfused with 4 units of packed red blood cells (prbc). Hematocrit was stable and inr goal was reduced to 2-2.5. Drive line infection was positive for serratia marcescens. Daily dressing changes were given. Patient was off antibiotics since gram stain was negative and patient is asymptomatic. No additional information was provided.